Event description:
It was reported that the vns patient passed away. The cause and date of death are unknown. The relationship of the death to vns therapy is unknown. No additional relevant information has been received to date.